Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2009, 2 years after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), tendonitis ("recurrent tendonitis in the left arm"), asthenia ("asthenia") and urinary tract disorder ("functional urinary signs"). The patient was treated with surgery (laparoscopic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, tendonitis, asthenia and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, tendonitis and urinary tract disorder with essure. Company causality comment this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain starting 2 years after insertion, amongst other non-serious events. Essure was removed by laparoscopic salpingectomy 10 years after insertion. The event is anticipated in the reference safety information for essure. There is no information about the patient's historical and concomitant medical conditions; however the pain started after essure insertion. Back pain of varying intensity and duration may occur and persist after essure insertion. In this case, considering the nature of the event, the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Further information and a product technical analysis are awaited.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2009, 2 years after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), tendonitis ("recurrent tendonitis in the left arm"), asthenia ("asthenia") and urinary tract disorder ("functional urinary signs"). The patient was treated with surgery (laparoscopic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, tendonitis, asthenia and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, tendonitis and urinary tract disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 280 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 7-jun-2017: device evaluation received. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.